Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report#1627487-2014-12524. It was reported, the physician attempted to place the needle numerous times for a trial procedure. The physician was able to then place two leads. However, the stimulation was not in the correct area when tested intra-operatively. The physician repositioned the leads and was able to cover some of the pt's established pain pattern. The pt was turned over and she complained of pain all over her body and she was unable to lift her head. Most of the pain subsided after a few minutes, but the pt continued to report pain in her head. The physician removed the leads and abandoned the case. The physician reported there was not a cerebrospinal leak during the procedure. The pt's headache resolved the evening of the procedure without any intervention.